Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a defective syringe of juvéderm® ultra xc. While injecting a patient, the needle became disconnected from the syringe. No injuries reported.